Event description:
It was reported that the patient had pain, swelling, and burning sensation in the area between the ipg and lead placement. It was also noted that the leads had migrated. The patient underwent a revision procedure wherein the ipg and leads were adjusted. The patient was doing well postoperatively and the devices remain implanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6).